Event description:
Philips received a complaint indicating that the device therapy test failed. There was no patient involvement. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no response from the customer. No further information was provided. The reported issue could not be confirmed since no evaluation was performed. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.